Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated: b3, b4, b5, g4, h1, h2, h10.

Event description:
It was reported that the device was not ratcheting and grabbing correctly. Event occurred during surgery. 16-30 minute delay reported while patient was under anesthesia. An alternate product was used. No harm to the patient. There was an impact to the graft, but the graft was able to be used.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was not ratcheting or grabbing a graft correctly. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation as well as 1.5:1 cutter serial number (B)(6), 2:1 cutter serial number (B)(6), 3:1 cutter serial number (B)(6), and 4:1 cutter serial number (B)(6). Evaluation of the device was on 6 december 2019 and it was noted that the handle was disassembled and the handle pin was put in backwards, causing the handle to not ratchet properly. The device was tested and found to be within calibration specifications and allowed the cutter to rotate properly when placed in the comb. Review of the four cutters found that only the 2:1 cutter was unable to produce a passing test mesh and was deemed non-repairable. Repair of the mesher occurred the same day and involved disassembling and reassembling the ratchet handle. The technician then tested and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. Reference numbers (B)(4) on 6 december 2019. Based on the information provided, the cause of the device not properly ratcheting and grabbing grafts was due to the ratchet handle being improperly reassembled. An improperly assembled ratchet handle would prevent the bottom roller from moving and pulling a graft through the mesher device during use. The instructions for use for the zimmer skin graft mesher provides instructions on how to properly disassemble and reassemble the ratchet handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation for this complaint a final MDR will be submitted.

Event description:
It was reported that the device was not ratcheting and grabbing correctly. No harm or delay has been reported. No adverse events were reported as a result of the malfunction.